Event description:
We work in a chemotherapy department and when we opened up a 60cc luer lock syringe from mckesson, from its package, we found a piece of black hair inside the "sterile" syringe. Lot number is cjcb02-02, (B)(4).